Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument identified the device was cracked. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral adaptor tip and tibial impactor are broken.